Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a vibration in their chest at specific daily intervals after the implantable pulse generator (ipg) was reprogrammed. The device was reprogrammed again and remains in use. No patient complications have been reported as a result of this event.